Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.2, lab: 10.0. Date: next day, inratio: 1.9, lab: 8.0. Pt's therapeutic range: 2.5-3.5 inr. Date of event was not specified. On (B)(6) 2012, was used in place since it is the date received by manufacturer. Caller mentioned that event happened in the last week at time of call. Pt was given vitamin k after initial testing that resulted inratio inr of 2.2 and hospital inr of 10.0. Pt went to the hospital because he felt dizzy.